Event description:
When using the hearing device I began hearing a loud popping noise and then my left ear drum pretty sore and muffled. With an endoscope I noticed a large black opening on my ear drum caused by the hearing device. Ref report: mw5156309.